Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
The information provided indicated the consumer had a tampon unravel inside her vagina and particles of the product were left behind creating lengthy removal period in stages. She experienced symptoms such as unpleasant odor, itchiness, slight discharge and burning sensation during urination. She sought medical treatment and was diagnosed with urinary tract infection. She was prescribed ciprofloxacin 250 mg.